Event description:
It was reported that a cartridge change error occurred. Additionally, customers blood glucose displayed high. Customer administered correction injection and loaded a new cartridge to resolve this issue.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.